Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Training per tandem's user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen."

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given. The customer address their bg with a manual injection. Customer consulted their healthcare provided to discuss further diabetes needs.